Event description:
The pt complained of chest pain one day after a 3.0 x 33mm cypher stent was implanted in the proximal-mid right coronary artery (rca). Coronary angiography was conducted and thrombus was observed in the stent at its proximal edge. To treat the thrombus, aspiration was conducted and four additional stents were implanted. Starting from the distal end of the vessel, a 3.5 x 23mm cypher stent was implanted, then 3.5 x 12mm vision stent followed by a 3.5 x 18mm cypher, and finally a 4.0 x 12mm vision stent.

Manufacturer narrative:
On the previous day, an elective coronary angiogram was conducted and revealed a lesion in the rca. The vessel was de novo and the lesion concentric. Aha/acc classification of the vessel was a type c. The lesion lenth was 30mm and vessel diameter was 3.0mm. Pre-dilation was not conducted. The physician then implanted a 3.0 x 33mm cypher at 20atms for 60 secs. Post-dilation was conducted with a 3.5 x 10mm balloon at 20atms for 20 secs. Ivus was conducted. Timi flow before the procedure was 1 and 3 after the procedure. The residual percent of stenosis was 0. Act was not measured. Physician's comment: the probable cause of the thrombotic event was because the pt developed spasm, and the initially implanted cypher was under-dilated. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.